Event description:
Transesophageal echocardiogram probe erroneously reads probe temperature excessively high and ceases operation. This causes the semi-invasive transesophageal echocardiogram to be terminated and a second probe from a different MFR must be placed in the esophagus to perform the echocardiogram. This unnecessarily exposes the pt to the risks of esophageal intubation twice, and when the procedure is performed in the operating room, delays the completion of the surgery and exposes the pt to a longer run of anesthesia. Substitute probe from the manufacturer seems to have the same problem, suggesting that this is a system wide problem with the design and operation of this model of tee probe. Please evaluate for safety and efficacy.